Event description:
It was reported that the device was used durinig a laparoscopic assisted vaginal hysterectomy without bilateral salpingo-oophorectomy. It was reported by the rep that (1) atw had been fired without incident prior to the described incident. The final firing was across the inferior portion of the broad ligament on the left side. A misfire was reported in the form of the single staple line on the right side being formed only on half of its total length. The staple line on the exterior of the right side and both staples on the left side were formed correctly and in the proper length. The misformed portion was on the specimen side in a vascular area. There was no consequence to the pt.